Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl, 525 mg/dl, above 600 mg/dl at time of incident and current blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reports the symptoms related to their high blood glucose such as muscles cramping on legs and arms, nausea very thirsty and frequent urination. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was kicked out of auto mode. The customer was treated with manual injection and syringes using same insulin for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.\